Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change unrelated to this event. Prior to the procedure, externalized conductors were observed on the rv lead under fluoroscopy. Lead tested fine electrically and no noise was observed. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable and will continue to be monitored.